Event description:
It was reported that while using bd facslyric¿ flow cytometer, contamination of a patient sample occurred. There was no report of user impact. The following information was provided by the initial reporter: "it was reported by customer that cross contamination issue. 1.were samples contaminated? Yes. Patient samples checklist: 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): no".

Manufacturer narrative:
G.5. PMA / 510(k)#: bk230835, k170974, k201814. H.6. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ flow cytometer, contamination of a patient sample occurred. There was no report of user impact. The following information was provided by the initial reporter: "it was reported by customer that cross contamination issue. Were samples contaminated? Yes. Patient samples checklist: are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): no".

Manufacturer narrative:
Investigation summary: based on the review of complaint trend, defect trend, DHR, risk analysis and service max activity, the complaint was confirmed and the potential cause of the customer experiencing carryover issues on the facslyric was determined to be pinched tubing in valve. Fse performed troubleshooting measures and then adjusted the memory of the tubing. Afterwards, the instrument is functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device will continue to be tracked and trended. Information will be captured on trend reports and monitored to determine if further action is needed.